Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported. E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer. The device evaluated by manufacturer. Console failed the final functional test on step 5 - offset-normal mode minimum flow rate - with a reading of 74.173 standard cubic feet per hour (scfh). The acceptable range is 45 +/- 5 scfh. The pneumatic kit from the gold unit was swapped into the console and subsequently tested. That pairing failed on step 3.1 normal mode advancer simulator knob button initial flow - with a reading of 109.923 scfh. The acceptable range is 112 - 122 scfh. The original pneumatic kit was paired with the gold unit's front panel and tested. That pairing failed the final functional test on step 3.1 with a reading of 126.210 scfh. To ensure that the gold unit's components were functioning properly, they were paired and tested in the console. That pairing passed the final functional test without failing at any step. Console failed the visual inspection because the front panel is smudged, and the clamp is visibly damaged.

Event description:
It was reported that the rotation speed was abnormal. A rotapro console was selected for use. During the procedure, it was noted that the speed was abnormal. There were no patient complications reported.

Event description:
It was reported that the rotation speed was abnormal. A rotapro console was selected for use. During the procedure, it was noted that the speed was abnormal. There were no patient complications reported.

Manufacturer narrative:
B3: date of event is an estimated date based on the aware date as the exact event date was not reported.